Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ms pump was visually inspected, leak and functionally tested. The ms pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the ms pump. The pump did not pass the activation tests 2 and 3 during the functional testing. The cylinders were visually inspected and tested for leaks. The first cylinder had holes in the middle and a hole in the proximal end of the cylinder from sharp instrument. The first cylinder had fluid leaks due to the holes found in the visual inspection. The second cylinder had a hole in the proximal end of the cylinder from sharp instrument. The second cylinder had a leak due to the hole found in the visual inspection. The spherical reservoir was visually inspected and tested for leaks. The reservoir passed the visual inspection. No damage or abnormalities were found. No leaks were found in the reservoir. Based on the information available and analysis results, the reason for the mechanical issue was most likely determined to be the ms pump not passing the activation tests 2 and 3 from the functional test performed. The sharp instrument damage to the cylinders most likely occurred during the explant surgery and is considered a secondary failure. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified pump problem. The ipp was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified pump problem. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified pump problem. The ipp was removed and replaced. No patient complications were reported.